Event description:
Canadian spine manager, reported that surgeon at hosp complained that 6.0mm ti hard rod (implanted on 2000) broke in pt post-operatively 2 months later. Device was subsequently explanted in 2001.